Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and button error. Customer's blood glucose was 220 mg/dl. No significant events leading to the alarm were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarm or failed battery alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, broken battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.